Event description:
Information received from moog service center in (B)(6) indicates that pump experience error code 13.

Manufacturer narrative:
Investigation by moog service center in (B)(6) found that pump event log had error code 13. Pump pcb board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.